Event description:
Info received indicates the right siderail is not remaining in the latched position.

Manufacturer narrative:
The tech found that a bed sheet was caught in the siderail latch mechanism, preventing the siderail from latching. He removed the bed sheet from the latch mechanism.